Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter broke during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "when the nurse removed the bd nexiva, she observed that 1/2 of the catheter is missing. She is afraid that half of the catheter still is in the patients vein. The nurse can´t palpate the catheter, but have ordered an ultrasound to find out. On 18/dec/2019: sorry ¿ mistake: no blood exposure. Additional information: the have now found the rest of the catheter in the patients vein and the will now try to remove it."

Event description:
It was reported that the catheter broke during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "when the nurse removed the bd nexiva, she observed that 1/2 of the catheter is missing. She is afraid that half of the catheter still is in the patients vein. The nurse can´t palpate the catheter, but have ordered an ultrasound to find out. 18/dec/2019: sorry ¿ mistake : no blood exposure. Additional information : the have now found the rest of the catheter in the patients vein and the will now try to remove it."

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.